Event description:
A positive immulite 2500 troponin result was obtained on a patient sample. Upon repeat, the result was negative and a new draw from this patient confirmed the negative troponin valve. (New draw data is not available). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin and ckmb results was due to improper priming of the instrument. The instrument is performing within specifications. No further evaluation of the device is required.